Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic fundoplication procedure, the device was difficult to toggle and the needle fell out of the jaws. The needle did not fall with the patient. There was no injury or consequence to the patient.